Manufacturer narrative:
A.1.- a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the 3t heater cooler system. The event occurred in france. Livanova field service engineer was dispatched on-site, checked the device and confirmed the event. To solve the problem, the circulator motor and the distribution board were replaced. Functional verification checks were carried out and passed positively. Unit returned to regular service. A device service history review has been performed and identified that no other similar event has been reported since. Based on the investigation findings, the root cause of the reported event has been attributed to faulty stirrer motor and distribution board, most likely due to normal wear and tears of the components. The wearing of an electromechanical device can be attributed to specific use conditions at the customer site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system showing the error code e05 "pump 1 in the patient circuit will not start" during disinfection procedure. There is no report of any patient injury